Event description:
Customer's wife reported the voicemate/advantage system spoke a result of 907 mg/dl, which is in excess of the system's reading range of 10 mg/dl - 600 mg/dl. Customer's wife reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.